Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported receiving a cgm offline alert followed by a calibration not used alert while the ilet was operating in bg-run mode with a dexcom g7 sensor. A manual bg entry of 287 mg/dl had been performed prior to the alert. The ilet continued to function as intended. No long-term health effects were reported.